Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection was unremarkable. No suspicious system errors were noted when reviewing the device memory. A power supply error was recorded on august 4, 2019 following a cap form and a reset due to a power supply fail. The case was opened, and high-power visual inspection of the hybrid assembly noted two high voltage capacitor connections had cracked solder joints. Analysis concluded the clinical observations were a due to cracked solder joints on the high voltage capacitor.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded code tl indicative of lost static template. Boston scientific technical services (ts) recommended bringing the patient in and performing a back-to-back magnet-initiated reset. The initial magnet reset is to test for temporary issue with template and the second reset is to ensure that the template can be correctly restored. The recommended magnet resets were performed, and a copy of the device's memory was analyzed. Boston scientific engineers reported that the tl error occurred due to a power supply issue. The device recorded a ps code shortly after a capacitor reformation. A device malfunction is suspected, and device replacement was recommended. Therapy cannot be guaranteed with ps errors and as such the patient should be considered unprotected. Surgical intervention was performed, and the device was explanted.